Manufacturer narrative:
(B)(4). (B)(6). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-01186. It was reported that during a percutaneous rotational atherectomy treatment procedure, cardiac infarction occurred. The target lesion was located in the calcified proximal circumflex artery. A 1.25 rotalink plus and rotawire were selected. During the functional test outside of the patient the device platformed at 180,000 rpm. The rotawire was advanced to the ramus without problems. The 1.25mm rotalink plus was advanced to the lesion. Two ablations were carried out at 180,000 rpm for 40 seconds, than the revolutions fell to 6000 rpm. It was noted that continuous flush was used. The device stalled and the rotablator didn¿t work. It was not possible to start with the foot pedal and rotablation again. The 1.25 rotalink plus unit and rotawire were withdrawn together with increased resistance. The patient suffered a cardiac infarction and the ramus could no longer be opened. The circumflex and ¿mean¿ vessel was treated with balloon dilation and stenting. One day post procedure, the ef was 59%, renal dialysis was performed and the patient¿s status is stable.